Event description:
The customer reported the system would not recall images. No pt injury was reported.

Manufacturer narrative:
Ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.